Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. Two days after event onset, the patient was hospitalized for the event. Treatment was not reported. Dianeal therapies were ongoing. The patient was recovered from this peritonitis event. At the time of this report the patient remained hospitalized. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.